Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that an nrg transseptal needle was selected for use for a transcatheter myocardial cryoablation procedure. During the procedure, while outside the patient, the physician mentioned that when manual reshaping was being performed, the tip of the needle accidentally got kinked. It has been later mentioned that the nrg needle became separated into two pieces. The needle was then replaced (different device, same model) and the procedure was completed successfully. No patient complications reported. Product is not expected to return for analysis as it was disposed of at the facility.